Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2020, the patient¿s skin was red and irritated at the sensor insertion site. The patient was seen by the diabetes consultant and physician. The hcp diagnosed a skin allergy and prescribed cortisol ointment 1.5%. After application of the ointment, the patient indicated that the skin was healing. At the time of report, the patient was doing okay. No additional patient or event information is available.